Event description:
Pt is a 42-yr-old white female with silicone gel breast implants placed in the early 1970's. The pt had an extensive workup showing evidence of silicone gel bleed from both implants and possible rupture of the right side on sonography. She also had been noted to have a mass palpation in the right breast which was felt preoperatively to be evidence of the bleed into the right breast capsule. Preoperatively she had a mammogram, sonogram, and MRI which were negative for a mass in the right breast. The pt had elected not to undergo a replacement of the implants. On 2/7/95, pt went to surgery for removal of breast implants. The right capsule was thickened in several areas with inflammatory fibrosis. Once the majority of the capsule was dissected from the surrounding breast tissue, the implant was pulled from the capsule and in doing so, was noted to be ruptured. All visible silicone was removed. Next, the left entire capsule and implant were removed. On examination of the implant, it did not appear to be grossly ruptured, but there was significant silicone gel bleed. All visible silicone was removed from the left cavity.